Event description:
It was reported that the patient presented with chest pain. Computed tomography (CT) scan showed that the right ventricular lead had perforated the heart. A pericardial effusion was noted. The lead was explanted and replaced. The patient was in stable condition.